Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unable to verify 10 unit bolus was programmed due to displayable history check failed alarm/corrupted history file. Device confirmed displayable history check failed alarm at alarm history file due to corrupted history file. However, device was programmed boluses and monitored. Boluses delivered completely and were properly recorded. No bolus anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she woke up with low blood glucose. Customer's blood glucose was less than 30 mg/dl. Customer reported there was a bolus in the history that she did not program. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.